Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after the insertion. The following information was provided by the initial reporter: "needle failed to retract from IV after insertion."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-nov-2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard. The unit was attempted to be retracted but failed. The button seemed to be stuck and would not click all the way. The device was microscopically analyzed for any damage to the grip and needle hub, but no damage was discovered. The coils also were inspected but no defects were discovered. The device was then forcefully retracted and then placed back into its original position, but then it was able to retract successfully without any issues. The reported issue was confirmed. Although adhesive was not present on the device, during manufacturing a station alignment may cause adhesive to be on the outside of the hub, causing partial or no retraction. Since the button was unable to be pressed originally, it can be assumed that there was some adhesive that was missed in the microscopic analysis and was then taken off after forcefully retracted. Or the very top coil near the button assembly was stuck, preventing the button from being pressed all the way. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after the insertion. The following information was provided by the initial reporter: "needle failed to retract from IV after insertion."